Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 2-3 months ago the healthcare professional (hcp) tried to put in a scs device. Something went wrong and the hcp had to call an ambulance and the patient was brought to st joseph's hospital to see another hcp. The patient had accumulated a lot of blood in his back and the hcp had to drain it. He had to stay in the hospital a couple days. The patient believed it was the permanent implant. The patient was to follow up with hcp. Symptoms reported were a lot of pain in the spine and legs, which was why they were being implanted. It was unknown who the manufacturer of the device was.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) reported that the trial device was not a device of the manufacturer this event was reported to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.